Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that his insulin pump had multiple low battery alerts within the past two to three weeks, a failed battery test alarm, and physical damage. The customer declined to speak to the 24-hour helpline. No further details were given, and no products were shipped or returned.